Event description:
After completion of surgery the nurse was removing the grounding pad off of the patient's left lateral thigh and it was noted that there was a purple raised "l" shaped area that was not there prior to placement, that followed the edge of the grounding pad. It had the appearance of a burn. The burn was a first degree burn and an order for silvadene 1% cream to be applied twice a day.